Manufacturer narrative:
(B)(4). Two samples (one used, one unused) were returned for evaluation and the reported condition was confirmed: visual inspection confirmed white particulate matter inside of the precision tubing (part no. (B)(4)) on the used sample. No other product anomalies were found during sample evaluation. The no anomalies were found with the unused unit. The root cause of the reported condition could not be determined. If further information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). This is report 1 of 2 related to customer reported, user facility report (B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review could not be completed as the lot number was not provided by the customer. Initial sample evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The customer reported to baxter healthcare one interlink system buretrol set in which a clear beige- plastic sliver of particulate matter (reportedly the size of an infant's fingernail) was detected floating in the tubing during infusion. There is patient involvement, however, no injury or adverse event is associated with this report.